Event description:
It was reported that during a laparoscoic appendectomy procedure, only one side of the staples deployed. The procedure was completed with another device of the same product code. There was no patient consequence.